Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 76 mg/dl and 232 mg/dl. Customer had two bites of cantaloupe after the readings due to feeling hypoglycemic. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.